Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set leaked during patient infusion with unspecified medication. It was further reported that the nurse inspected the line and saw a crack in the area where the filter is located. The patient had some fluid noted on their clothing where the filter was resting. The patient¿s skin was cleaned and new clothing provided. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, e1 address, h3, h6 and h10. E1: initial reporter postal code - n8w 1l9. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing (priming) was performed which revealed a leak in the vent of filter. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.